Event description:
It was reported that during a robotic wedge resection procedure, the device was fired across thick lung tissue. After it had been fired once, the surgeon noticed that the jaws appeared to be apart when the closing handle was completely closed. The device was pulled and a new one was used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Anvil. The analysis results found that one long60a device was returned with the anvil reversed camber and without cartridge reload present. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. While no conclusion could be reached as to how the anvil became to be damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device opened and closed without difficulties noted during the functional test. It should be noted that 100% inspections take place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.